Event description:
It was reported a cardiac perforation and death occurred. A left atrial appendage (laa) closure was being performed in order to implant a watchman flx delivery system and closure device (wds). During the procedure, it was reported that a cardiac perforation occurred, causing hemorrhage and death. There were no further details provided.